Manufacturer narrative:
We have not received the device for evaluation since the device is still in the possession of the hospital. Hence, we could not conclusively determine the root cause of the defect. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from these lots. The catheter was used in a graft on the fem-pop position and the physician did not experience any resistance when deflating the balloon. We could not receive any further information about the incident from the doctor. It is possible that the tortuous anatomy of the patient, calcified plaque if present in the patient's vessel and/or excessive tension on the device during the procedure could have led to this failure. We currently have a corrective and preventive action (CAPA) opened to investigate the possible root causes of this issue. The corrective action includes review of our manufacturing processes, materials and handling of the device. We have also made our manufacturing team aware of this issue.

Event description:
The lemaitre single lumen embolectomy catheter was used during an emergency intervention. The physician could not deflate the balloon completely when removing the balloon from the patient's vessel.